Manufacturer narrative:
(B)(4). The customer's concern with axsym troponin-I adv elevated patient results was addressed with a service call from an abbott field service representative (fsr). The fsr identified the meia lamp that had been replaced by the customer as a lamp from another axsym analyzer. The fsr replaced the questionable meia lamp with a new lamp. The fsr then discovered that the tubing of bulk solution 4 was wrapped around the tubing of bulk solution #3 and the straw in bulk solution #4 was being pulled out of the bottle and causing dispense issues. The fsr resolved this issue and subsequent instrument verification procedure results were acceptable. A review of the service history of axsym (B)(4) indicates there were no other occurrences of the customer described issue following the field service visit. The axsym system operation manual (ln# 9a26-06) and the axsym troponin package insert (B)(4) both contain adequate information to address this customer's present issue. A review of the complaint database found no adverse trends in conjunction with the current customer issue under evaluation. The most probable root cause for the erratic results is the bulk solution 4 tubing being wrapped around bulk solution #3 tubing and pulling the straw out of the bottle causing dispense issues. A malfunction of the axsym system was not identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that discrepant (false positive) results have been generated on patient samples by the axsym troponin-I adv assay. The customer states that controls were within specifications just after midnight on the day the suspect results were generated (the customer runs the controls once every 24 hours). The customer states that around 11 pm that evening, controls read out of specification. The customer also noted that patient results were reading slightly positive. The customer decided to retest all the troponin-I samples run during that day. The normal range used by this customer for the axsym troponin-I adv assay is 0.0 to 0.4 ng/ml. One patient generated an initial result of 0.62 ng/ml that retested at less than 0.02 ng/ml. Because of the initial elevated result, the patient was admitted to the hospital unnecessarily. There is no further impact to patient management reported.